Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event is -partly - confirmed as the picture provided by the user shows a frayed suture. Both scorpion instrument and used needle have not been returned and therefore it was not possible to perform any evaluation on them. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.

Event description:
It was reported that during a shoulder surgery the suture didn´t pass through the tissue. The needle damaged the suture. No harm for patient, operator or third party was reported. The surgery was finished successfully with a express suture passer. It was not necessary to switch the surgical technique or do a second surgery.